Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and fever. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication. The patient was treated with unspecified intraperitoneal antibiotics for the peritonitis event (no further details). At the time of this report, the patient remained hospitalized and was recovering from the event. The pd catheter was removed, and pd therapy was ¿not required¿. No additional information is available.